Event description:
It was reported that during central processing, the jaw and recirculating roller of the instrument was defective. The customer noted that there was discoloration present. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument had charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The conductor wire and insulation did not exhibit any signs of thermal damage nor breakage. The housing was removed from the back end, and no damage was found.